Event description:
Per the clinic, the patient experienced an infection at the implant site. Subsequently, the patient was treated with oral and IV antibiotics (date and duration not reported). The patient was also hospitalized for 3 days (date not reported). The patient underwent an incision and drainage procedure in order to clean the infected site; however, the issue could not be resolved. The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.